Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The distributor alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 07/09/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/20/2015 with the following findings: the pump battery compartment was observed to be cracked on the side of the battery compartment from the threads down to the case seal. Unrelated to the battery compartment cracked, the display screen as found to be dim and discolored with a pinkish tint. The returned battery cap was able to secure to the pump to power on the pump and complete testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).